Event description:
A healthcare professional called on behalf of a patient. He stated the customer's blood glucose was tested using 2 contour meters and the readings were "hi" and 247 mg/dl. The difference between the readings appears to fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the caller.